Event description:
It was reported patient underwent an initial trauma hip procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to the collapse of the patient's femoral neck. The nail, lag screw and cortical screw were removed and replaced with a biomet total hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure and/or product identification, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.